Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was filling the cartridge with insulin, however stated that the insulin spilled out of both the syringe needle and cartridge septum during the load sequence. The customer reported that their blood glucose (bg) level was elevated, yet was unable to provide a specific bg value. The customer delivered a correction bolus and water to address bg level. The customer was able to load the same cartridge after attempts.